Manufacturer narrative:
A ge healthcare service representative performed a review of the logs from this system. The customer allegation could not be confirmed from review of the logs. The customer did not want a ge healthcare field engineer dispatched and has not responded to follow-up requests for information. A ge healthcare service representative performed a review of the logs from this system. The customer allegation could not be confirmed from review of the logs. The customer did not want a ge healthcare field engineer dispatched and has not responded to follow-up requests for information.

Manufacturer narrative:
The customer advised that patient weight is not available. Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the display blanked out and unit stopped cycling. There was no reported patient injury.